Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one IV bag was received for investigation. During visual inspection, the rubber stopper was found to have been significantly cracked, verifying the reported concern. There was no damage or other defect identified within the spike that could have contributed to this observation. All product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. A device history review was conducted for lot 2507506. No deviations or non-conformances related to the reported concern were identified during the manufacturing process. Results confirmed the product met specification, with no issues identified. Although the investigation confirmed that the product was manufactured to approved specifications, bd has identified a potential trend associated with this concern. It has been observed that the diameter of the c180-o spike can sometimes be larger than the ports of certain IV bags, resulting in higher insertion force or damage to the stopper. A project has been initiated to further investigate and address this issue. Our quality team will continue to monitor complaints related to this device and reported condition for any emerging trends.

Event description:
Additional details requested: was there any fragments observed within the IV bag? What brand IV bag/bottle was used? Why was the spike removed? Per response: 1. Not found. 2. Terumo. 3. I don't think it was missing.

Event description:
The following information was provided by the initial reporter: it was reported that when the customer inserted the optima spike into the soldem and then removed it, damage to the rubber stopper was observed during use. The stopper was thick, so it appeared to have been gouged out. At that time, there did not seem to be any leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.